Event description:
It was reported that this right atrial (ra) lead exhibited low evoked response for the right atrial auto threshold (raat) test. There were concerns if there was ra capture. The threshold values were high at 4v. Technical services (ts) recommended to have the lead evaluated for thresholds. This ra lead currently remains in service. No adverse patient effects were reported.